Event description:
The customer reported to physio-control that their device expected an unexpected shutdown twice during medical procedure. In this state, the device would not be able to provide therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the key log and verified that one unexpected device shutdown occurred on 2/18/2020 (see attached key log file). The root cause could not be determined. The third party service provider made unrelated repairs and then observed normal device operation through a performance inspection procedure (pip) and returned the device to the customer.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers' device and was unable to verify the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device expected an unexpected shutdown twice during medical procedure. In this state, the device would not be able to provide therapy, if needed. There was no report of patient harm associated with the reported event.